Manufacturer narrative:
(B)(4). UDI # unknown the device history record for the lot number, m5218t620, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used sample with no packaging was received. The sample was received with the catheter tubing completely detached from the cone adapter. There was no visible adhesive residue on the proximal (detached) end of the tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that after a few hours in use, the closed suction catheter detached. There was no reported patient injury. Additional information had been requested but not yet received.